Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 350 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade ii capsular contracture of her breasts during a physical exam with a medical professional. Magnetic resonance imaging was also conducted. As a result, the patient underwent bilateral capsulotomies to remedy the issue. However, during the revision surgery the right breast implant was discovered ruptured. The implants weren¿t reported to have been removed at this time. Another surgery is scheduled for removal on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-12327 for the contralateral event.

Manufacturer narrative:
On january 03, 2023, the mentor analysis lab received the suspect medical device for evaluation. On january 10, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have two (2) tears, measuring approximately 7.0 cm tear (a) extended from anterior to the posterior view, in addition, shell abrasion was noted on the edges of the rupture, and 3.4 cm tear (b) on anterior view. Microscopic examination was performed on the tear (b), and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The evaluation determined that the cause of the rupture for the tear (a) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 15, 2022, mentor received additional information. The healthcare professional's office notified mentor that some information previously reported to mentor by the office in regard to the patient was confused with information from another patient. Clarification was received, and the patient was only diagnosed with a ruptured right breast implant with baker grade ii capsular contracture of the right breast. The patient age was updated. The patient is scheduled for removal and replacement. Date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2022, mentor received additional information. The patient underwent bilateral removal on (B)(6) 2022. During the removal, both implants were reported to have been ruptured. On november 10, 2022, mentor became aware that the patient underwent bilateral removal and replacement with 525cc mentor memorygel xtra breast implants on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).